Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was unable to duplicate the issue and logs were clean. The system was tested and verified as ready for use. No image or video clip for the reported event was submitted to isi for review. An procedure log review confirmed the prostatectomy was performed on (B)(6)2022 via system sk1273. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the system's arm moved freely with uncontrolled motions. Poor control of the arm could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the arm 4 appeared to move on its own without surgeon¿s input. There were no errors or messages displayed and customer verified that there were no external force or collisions that occurred. Technical support engineer (tse) recommended the customer to check the drape binding on the bottom of the instrument carriage for possible mechanical issue with the insertion axis. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.